Event description:
Additional information received reported that patient was charging more than expected. Recharge interval prior to current problems was about 1-2 weeks, now there had been an episode when implantable neurostimulator (ins) had gone from full to empty in under an hour. It was noted patient had charged to full the day prior to this report and now ins is at one fourth battery. Recharge statistics showed poor coupling, 2-3 bars. Recharge sessions had shown appropriate battery voltage incrementing. The statistics also showed voltage drop of 0.04 colts over about 30 hours from then end of the recharging session on (B)(6) to the beginning of the recharging session on (B)(6). It was noted this started about 3 weeks prior to this report after falling down the stairs (B)(6). It was noted group impedance for a1 was 742 and a2 was 862, a1 was at 0.0 amplitude. It was noted the shocking sensation went away after patient turned stimulation off. It was further noted stimulation is now on and the shocking sensation was no longer an issue.

Event description:
The patient experienced a loss of stimulation on the right side and occasional shocking/jolting sensation when stimulation was on following a fall down stairs. She also experienced pain in her low back on the right side. Impedances were checked and were fine. Device reprogramming was attempted but had no success in replicating the patient's previous stimulation before the fall. Her lead was x-rayed and it did not appear to have moved. The patient outcome was noted as very sore.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. Further information received reported that the shocking sensation took place at the ins pocket.

Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the manufacturer¿s representative met with the patient and noted that there device issues were attributed to their fall and seemed to have resolved. No further diagnostics were performed and it was reported that the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.